Event description:
Infrarenal aortic neck was very angulated. Angiogram performed of the zenith device placement noted the proximal type I endoleak. It appeared that the main body graft was migrated downward 3-4 millimeters from the initial positioning. The proximal sealing stent was re-ballooned with only a slight improvement in the endoleak. A main body extension was deployed extending the graft material upward and resolving the endoleak.